Event description:
Clinical study. It was reported that 107 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedrue treated a 2.25x4mm, 70% stenosed lesion in the mid right coronary artery (mid rca) with placement of a taxus liberte' 2.25x12mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. There was a taxus express2 stent in the proximal rca. One hundred and seven days after the implant procedure, the pt required a tvr in the 70% stenosed distal rca. The lesion was treated with placement of another taxus liberte' stent, reducing stenosis to 0%. The pt was taking aspirin and plavix at the time of this event. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent was unrelated. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.